Manufacturer narrative:
Trackwise ID 787149. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro vh-3500 cautery was working but not sufficiently cutting through the tissue/branch. The power setting was 2.5-3. The jaws of the harvesting tool were not open (even slightly) during the insertion of the tool into the cannula. There was no resistance noted while inserting the harvesting tool into the cannula. They changed out the vh-3030 and even the vh-3010 (generator) with no change. The kit was not replaced and was used for the radial and vein. No procedural delay.there were no adverse effects and the vein was ok.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000294365 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure and the reported product.

Event description:
N/a.